Event description:
The pt presented with aneurysmal sah in 2003 (CT-1) and underwent coiling of a left pcomm aneuyrysm. A catheter was placed on for evidence of hydrocephalus. A scan in 10/2003 demonstrates the catheter in good position(CT-2). The catheter was removed the next day. A follow-up CT scan performed the following day reveals a focal area of high density adjacent to the right frontal horn that appears to be the distal tip of the catheter or a radio-opaque marker (CT-3). A repeat CT scan performed two days later demonstrates persistence of this area of high-signal intensity (CT-4). This was the first catheter placed in this pt.